Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consquently, the manufacturer date of the device is unk. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The male end of the j-tube disconnected from the g-tube causing leakage and migration of the distal portion of the j tube the stomach. The physician performed and endoscopy to place the distal end of the j tube back into the jejunum. This incident occurred after the initial placement procedure. There were no patient complications.